Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue and replaced the pmd2 board, performed a software version up and ran several cup transfer evaluation tests with no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000la analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was pmd2 board failure.

Event description:
On (B)(6) 2016, a customer reported x-axis cup transfer z axis home error 4163x with their aia-2000la analyzer. The customer is unable to run afp, bhcg and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp, bhcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.